Event description:
It was reported that the patient passed away due to unknown reasons, which were not attributed to vns. The explanted devices were returned to the manufacturer, and analysis was performed. A significant portion of the lead was not returned, including the electrode array, so no evaluation could be performed on that portion of the lead. There were no non-explant related anomalies identified with the returned portion of the lead. Evaluation of the generator showed that it performed to all specifications. The data from the generator showed that the impedance was high at one point in time, but it was unknown if the high impedance was present before or after the patient's death/device explant as the date of death was unknown. Follow-up with the patient's last known physician was unsuccessful. No further relevant information has been received to date.